Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. It was reported that the stent balloon did not inflate properly and that there was fluid leaking out. The issue was noticed when attempting to inflate the device to deploy the stent. The stent was not implanted, and a new onyx stent was used when the defect was noted. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. Kinks were evident to the hypotube and distal shaft. A kink was evident to the corewire at the distal shaft kink site. Blood was visible in the balloon and inflation lumen. No deformation was evident to the stent, and no evidence of inflation or stent deployment was visible. An attempt was made to pressurize the balloon, however it was not possible to pressurize possibly due to solidified blood or contrast or the kinks to the hypotube and distal shaft. The device was placed in a heated water bath overnight in an attempt to disperse blood in the device to aid inflation, however it was still not possible to pressurize the device. It was not possible to identify the location of the leak, however the reported leak is confirmed by the presence of blood in the balloon and inflation lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: negative prep/purging was performed on the device prior to use with no issues noted. Excessive force was not used. A 9 atm pressure was applied when it was determined that there was inflation issues/leak. One inflation was performed prior to the issue occurred. The device was not moved or repositioned in the lesion while inflated. Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed ste nt. Resistance was not encountered when advancing the device. There was zero inflation of the device. The issue was noticed when attempting to inflate the device to deploy the stent on first inflation. The same inflation device was used successfully with the other devices. Date of event updated. Correction: an attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.